Manufacturer narrative:
A1-a4 is unknown. The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record. The device was returned for investigation. During the device investigation the reported failure in shape development could not be reproduced, therefore the root cause remains unknown.

Event description:
It was reported that during the initial deployment, the aortic side of the device appeared at risk of falling into the right atrium, therefore the occluder was recaptured back into the sheath. When the device was deployed again for re-attempted placemend, a dimple-like deformation was observed at the apex of the la disc. The occluder was drawn back into the sheath once more and redeployed, however, the disc remained deformed. Although the device was expanded up to the ra disc, the deformation of the la disc did not recover. Consequently, the device was retrieved and its use was discontinued. The procedure was completed successfully with another device.